Event description:
On (B)(6) 2014, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the main body was placed at the level of the right renal artery and deployed at the intended location. A magnified view of the renal artery was then taken and it appeared that the device was partially covering the renal artery and therefore it was re-constrained and moved distally approximately 3 mm. A repeat angiogram demonstrated excellent flow in the right renal artery. At the time of the aaa repair, the patient was noted to have an extensive amount of mural thrombus lining the aorta, including close to the orifice of the renal artery, which had extensive atherosclerosis as well. Completion angiogram of the right renal artery demonstrated persistent flow to this vessel. Also, completion angiogram demonstrated a complete exclusion of the aneurysm without any evidence of endoleak. However, the next day, on (B)(6) 2014, despite of the adequate hydration and foley catheter placed, the patient developed oliguria and a bump in her creatinine, necessitating a renal duplex. Also, the patient experienced the back pain. This renal duplex demonstrated no flow in the right renal artery and, therefore, the patient was taken urgently to the endovascular operating room for angiogram and possible angioplasty and stenting. This thrombosis was likely secondary to both pre-existing atherosclerosis and shifting of aortic mural thrombus with the repositioning of the device. On (B)(6) 2014, the patient had infusion of 3 mg tpa. The physician performed the angioplasty procedure and implanted the additional device to patent the right renal artery and an accessory right renal artery (accessory was chronically occluded- prior to evar). These actions likely led to reperfusion of a chronically ischemic segment of kidney and perinephric hematoma requiring blood transfusion. The patient required continuous hemodialysis for about 2 days while hospitalized, but the renal function continues to improve, and the patient no longer is in need of dialysis.

Manufacturer narrative:
(B)(4) - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to bleeding, occlusion of device or native vessel. Additional considerations for patient selection include but are not limited to patient¿s comorbidities and anatomical suitability for endovascular repair.